Event description:
Event description cpi received information that at a regular follow-up examination, this implantable cardioverter defibrillator (ICD) could be interrogated only with difficulty, and no programming changes could be made. The ICD was explanted and replaced.